Manufacturer narrative:
As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Two photos were attached to cts. Photos revealed that the blue adapter has a crack on the thread pitch area. Additionally a sample was received that consisted of one venous adapter and shows sign of the use (blood). The venous adapter present cracks on the thread pitch area, cavity 4 at 180 degrees. Additionally, the adapter did not present marks that could indicate the use of some instrument. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified. The evidence provided is not enough to relate this event to the manufacturing operations, the venous adapter presented signs of usage and became damaged after being in use since 3 years ago. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports two fine cracks on the venous adapter of the palindrome. The dwell time was approximately 3 years. The palindrome was repaired using a repair kit. The palindrome was cleaned with octenisept without alcohol. There was no harm, the patient is fine.